Manufacturer narrative:
The investigation was unable to identify a specific root cause. The calibration and qc data were acceptable. The analyzer alarm trace did not contain a conspicuous event. This patient's status and the patient's ivf treatment cause unidentifiable and patient-specific metabolites that interact with the detection system of the assay and can cause cross-reactivity. A general reagent problem was not evident. The issue was only observed for certain (not all) hormonally treated ivf patients.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas e411 rack. The initial result was >3000 pg/ml with a data flag. This result was questioned by the physician, as the estradiol result for the patient on the previous day was 2800 pg/ml. With a dilution, the repeat results were 2100 pg/ml, 2300 pg/ml, and 2500 pg/ml. The sample was then sent to another laboratory, and the result was 2900 ng/ml. This result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 88086800 with an expiration date of 30-jun-2026. The field service engineer checked the calibration and qc results and found all were within the expected range. He ran a precision study using qc material that passed within specifications. The investigation is ongoing.